Manufacturer narrative:
The nurse reported that the central nurse's station (cns) showed that all bedsides were in communication loss and she tried to power cycle the device. The device would not boot back up. Nihon kohden technical support provided troubleshooting advising the nurse to press the power button, but the device was stuck on the "please wait a minute screen" because device was improperly shut down and was scanning for errors. After powering down the cns, they attempted to swap the hard drives, but this did not resolve the issue. The device was sent to nihon kohden for repair and a loaner was sent to the customer. The device has been received and is pending evaluation. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) showed that all bedsides were in communication loss and she tried to power cycle the device. The device would not boot back up.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) showed that all bedsides were in communication loss and she tried to power cycle the device. The device would not boot back up. Nihon kohden technical support provided troubleshooting advising the nurse to press the power button, but the device was stuck on the "please wait a minute screen" because device was improperly shut down and was scanning for errors. After powering down the cns, they attempted to swap the hard drives, but this did not resolve the issue. The device was sent to nihon kohden and has since been cleaned and evaluated. The reported problem of "cns would not boot" was duplicated. All malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. The unit has been sent back to the customer.

Event description:
The nurse reported that the central nurse's station (cns) showed that all bedsides were in communication loss and she tried to power cycle the device. The device would not boot back up.

Manufacturer narrative:
H10: additional narrative: on 03/24/18, (B)(6) health reported the cns-6201a (pu-621ra sn: (B)(6) showed all beds in "comm loss" so she tried to power cycle the device. The device was blank black when she called into ts. Service requested troubleshooting/assistance. Service performed nka ts determined the device was stuck on the "please wait a minute" screen due to being improperly shut down and scanning for errors. Customer was advised this may take up to 4 hours. The customer indicated the affected beds were being monitored on another cns. The second cns was found to actually be 2 rns's. Nka ts verified through the rns that the cns was showing data on the network. Full disclosure could not be accessed. Customer was provided instruction to remove the front panel then secondary hdd. The front panel had a significant amount of dust. This was cleaned with canned air. Further troubleshooting was unable to resolve the issue and the unit was sent into nka repair center. Evaluation is as follows: the unit was cleaned and evaluated. The reported problem of cns "would not boot" was duplicated. The unit needs the following: 2 units 9000006111a hard drive, 500gb, cns-6201 hdd interface board, pu-621ra all malfunctioning parts were replaced. The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. Investigation result the cns warranty began 03/19/15, which is 3 years prior to the reported issue. A review of device sap history found previously reported issue: (1) (B)(4) reported (B)(6) 2015 in which the ups was reported to fail. (2) (B)(4) reported (B)(6) 2015 in which the unit was reported to have false alarms. This is not related to the current issue. (3) (B)(4) reported (B)(6) 2015 in which the emr was reported to receive outdated information. This is not related to the current issue. (4) (B)(4) reported (B)(6) 2016 in which the cns was in comm loss with one bsm. Replacing the network cable resolved the issue. This is not related to the current issue. Nka evaluation confirmed the reported issue. The hdd's were replaced to resolve the issue. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. Cns-6201a service manual advises that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. Customer's maintenance information for this unit is not available. There is no record of nka servicing for this unit. If the hdd had not been replaced during the lifetime of the cns, this would suggest it was 3 years of age. During this time, factors such as age, use, power, and other conditions at the facility can contribute to degradation of the hdd. The improper shut down of the cns caused by both the nurse and previously failed ups is likely to contribute to failure of the hdd. Additionally, the significant amount of dust in the cns front panel suggest lack of maintenance performed for the unit. The issue was resolved by replacing the hdd and the unit was tested to operate within specification. The root cause is determined to be use error in lack of proper preventive maintenance and handling of the unit. Based on the given information, this issue is not suspected to be caused by deficient design of the cns. The repaired unit was returned to the customer on 05/25/18 and there were no further reported issues with the unit's hdd or display. Corrected information: g4. Date received by manufacturer: should be 03/24/2018 not 04/20/2018 as listed on MDR initial report additional information: b4. Date of this report d11& c2 concomitant medical products: bedside monitors f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Correction additional information device evaluation h3. Device evaluated by manufacturer? H6. Event problem and evaluation codes h10. Additional manufacturer narrative concomitant medical products: bedside monitors were being monitored in conjunction with the cns.